Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was implanted using a 14f torqvue delivery system in a patient with a past medical history of atrial fibrillation, hypertension, hyperlipidemia, and cerebral aneurysm. Prior to implant, trace effusion and fluid was noted in the transverse sinus; measurements were not taken. The transseptal puncture was inferior and mid. The amulet was implanted on a single deployment; no recaptures were required. The day after implant, follow up echo showed "a small, stable" localized pericardial effusion behind the left atrium. Subsequently, a total of 4 follow up echocardiograms had been performed on (B)(6) 2025 with no change from the first follow up echo that showed the effusion. On (B)(6) 2025, the patient presented to clinic with complaints of fatigue and dyspnea. Echo was performed, which showed worsened pericardial effusion; transesophageal echocardiogram (tee) showed the widest was 3.2cm behind the left atrium. Cardiac tamponade was not present. The physician alleged that the amulet "contributed" to the pericardial effusion. The patient was admitted to the hospital. On (B)(6) 2025, pericardial window was performed and 600ml was drained. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient-device incompatibility could not be determined. The reported pericardial effusion could not be determined. Dyspnea and fatigue are related to pericardial effusion. The reported hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.